Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a severe irritation on her left shoulder. The irritation was described as very red bumps that appeared to be green also. The irritation was reportedly also itchy and burning. The patient also added that she is a diabetic and skin conditions take longer to heal. The patient saw the doctor and was prescribed a pill called doxycycline to help dry the rash out. The doctor also instructed the patient to keep the lifevest off for a few days due to the rash. Follow-up indicated that the irritation had gotten better and the doctor advised that the patient no longer needed the device.